Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with high pacing lead impedance and a high trend up on corvue values noted via merlin.net. The pacing impedance had risen above the programmed upper limit. Noise was not present on the lead. No capture threshold information as the patient is not dependent or symptomatic. Programming changes for upper monitoring range and to continue to monitor the patient were recommended. No further information available.

Manufacturer narrative:
Correction: - the medical product and therapy date should have been model: 7122q/52 serial: (B)(4) (B)(6)2018 rather than blank.

Event description:
New information received notes that the high increase in impedance that was previously noted was due to the right ventricular lead. Lead fracture was suspected. During the lead revision procedure, the device was explanted and replaced due to the device battery getting low and the physician wanted a new device. The patient was stable post-procedure.

Manufacturer narrative:
The device was tested, and no anomalies were found. The cause of the field event could not be determined.